Event description:
It was reported that aneurysm recanalization was observed post procedure and was treated with clipping. The outcome of this adverse event is on going. No other information was provided.